Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer reported that the fill estimate was accurate, and no further issues had occurred. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. After delivering 6 units of insulin, the insulin gauge displayed 105 units. The customer's blood glucose level was 199 mg/dl. Recommendation was made by tandem technical support to use room temperature insulin per labeling instructions. The customer acknowledged the information and will continue to monitor pump performance.